Event description:
It was reported that the patient underwent an elective explant of the superion indirect decompression spacer to proceed with a spinal fusion surgery. During the explant procedure, one of the cam lobes was fractured. The detached piece was discarded by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. The device was returned for analysis, and the complaint was confirmed. Visual inspection showed that a fractured cam lobe as well as tool damages and scratches on spindle cap, spindle, cam lobe, and body of implant. In addition, a damage and stripped actuator shaft screw. The fractured cam lobe was due to excessive force. The damage to the implant indicates failure was likely due to demobilization against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use states that deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, if resistance to deployment is encountered, and repositioning of the implant is required, the driver should be rotated counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.